Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the customer reported failure mode as the instrument's cable is not broken, frayed, loose or damaged at the tip, frayed, loose, or failure analysis investigation also found that the instrument's main tube is cracked approximately 5.33 from the distal end. It was concluded that the damage to the instrument's main tube was likely due to mishandling/misuse. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however; the additional finding of the crack in the main tube found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that the cable on the large needle driver instrument was broken. There was no report that any piece(s) from the instrument broke off and fell into the patient and there was no allegation of patient harm or adverse outcome occurred involving the reported instrument. No additional information was provided.